Event description:
ICD shocks due to noise on the right ventricle (rv) sense pacing lead. There was a breakdown of the lead wire at the proximal portion. An existing rv pace sense lead which was previously capped was re-utilized for the pace/sense portion of the ICD.